Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to removal of implants l2/s1, laminectomy, debridement curettage, biopsy. Surgeon: (B)(6), (B)(6) hospital, date of event - (B)(6) 2014. Indications: this lady has rheumatoid arthritis and heavy immunosuppressant and prednisolone usage. She previously has had attempted l2-s1 fusion. She has been managed for morganella and staph aureus infection in the past. Peri-operative consultation was sort with dr chapman, infectious diseases physician who recommended prophylaxis with meripenen 1 gram qid otherwise lengthy consultation was undertaken with mrs vittorias by telephone and again on the preoperative night with regards to planning. It was explained that we will remove implants from l2-s1 debride and curette out the screw tracks and obtain swab results. Depending upon outcome a second stage reconstruction will be planned after the interval procedure. Description of procedure: general anaesthesia was induced and the patient was placed prone on the jackson table. Sc d's, ted's, IV antibiotics and idc were in-situ. A dorsal longitudinal incision was made utilizing the previous scar. The implants were identified from l2-s1. There was no pus. The implants were solidly fixed from l2-l5. In fact 8 mm screws bilaterally at l2 and on the right of l3 were left in-situ given the difficulties of performing revision fixation if screws were removed which were otherwise solidly fixed. There was certainly no evidence of any infection about those screws at the time of surgery. Otherwise the s1 screws were noted to be grossly loose with inflammatory tissue about the screw tracks. These were debrided and curettage. Hydrogen peroxide was also utilized 12 litres sympulse lavage was placed in the wound. The wound was then closed in layers over two suction redivac drains. Post-operative instructions: the patient was returned to recovery in a satisfactory condition. She will be managed with routine observations, analgesia, IV antibiotics, scd's, ted's and early mobilization. We will await the result of the pathology and plan a second stage reconstruction.